Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing. Surgical intervention was performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. According to the field, the explanted s-ICD system is not expected to be returned back from the field for analysis. This product was not returned as it is considered a patient owned device and patient consent was not received per section 72 (6) of specified guidelines associated with the medical device implementation act (mpdg).